Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell and files. The cse checked the automation system, centrifuge and sample manager in an effort to locate the two sample tubes. The customer did not stop processing sample tubes in order to further investigate the location of the two samples. The location of the two samples was not determined. The automation system is functioning properly and performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a sample tube placed on the advia labcell that had an urgent request for troponin testing did not arrive at the intended instrument for processing. A sample redraw was requested. The customer also reported that a sample tube placed on the advia labcell that had a routine request for vancomycin testing was not properly decapped. The sample tubes did not arrive at the expected sample manager trays. There are no reports of operator exposure to biohazardous material or patient adverse incidents or health consequences associated with the two sample tubes not being processed.